Manufacturer narrative:
As of 09/17/2020 no returned samples of the reported device were received from consumer. Preshipment testing and coa in file from the same lot of the smaller size family product returned by consumer were reviewed and had no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report of 08/21/2020 consumer stated that had an allergic reaction to the product. On completed cir received by aso on 09/14/2020 consumer added she sought medical attention and that the wound is taking longer to heal due to the skin irritation. Consumer stated she threw away the product that caused the reaction but is returning to us an smaller size of the same product that bought at the same time.